Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#:(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/072 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patient's left eye (os). There was no patient injury. The lens was exchanged for another lens (shorter lens), within the same surgery and the problem was resolved. The surgeon accidentally tore the lens while adjusting the position after implanting it into the eye and replaced it with a spare one on the spot.